Event description:
Caller reported a malfunction on pump, identified as malf 12, where a fault ID was available and the code was resettable. No notable events occurred prior to this, and there was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted in resetting the pump, but as the malfunction recurred, it was decided to replace the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.